Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. After removing the rf antenna, the device would be interrogated normally.